Event description:
Stapler did not work when they fired it. "Motor wasn't working," as if the battery was dead. No matter what button was hit, nothing happened. New device was obtained. No patient or staff harm. No complications listed in the operative report.